Manufacturer narrative:
H3: the enclosure charger (product: kit svc o2 bi71000175r encl chrgr rfb, serial/lot: fziuk rev. 7) was returned to the manufacturer for analysis. Analysis found that batteries were damaged, disconnected, or at the end of its usable life span. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: codes d02, b01, c02 apply to the system (product: base sys bi70002000 o-arm sys o2, serial/lot: c2074), and to both battery trays (product: kit svc o2 bi71000163 tray asy 4 battery, serial/lot: unknown; product: kit svc o2 bi71000163r batt tray 4pk rfb, serial/lot: 473257 rev. B). Codes d14, b01, c14 apply to the enclosure charger (product: kit svc o2 bi71000175r encl chrgr rfb, serial/lot: fziuk rev. 7). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the enclosure charger, lot number: fziuk rev. 7, was returned to the manufacturer for analysis. Visual inspection confirmed dust build up on charger cards and on the fans. It was cleaned and installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Dash software confirmed all charger nodes were charging as expected. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, serial/lot #: -, ubd:unknown, UDI#:unknown product ID: bi71000163r, serial/lot #: -, ubd:unknown, UDI#:unknown product ID: bi71000175r, serial/lot #: -, ubd:unknown, UDI#:unknown h3 <(>&<)> h6) a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities. The representative verified that the system had a flashing red battery light (flashing red at the first indicator from the power button). Opened labview and verified that tray 2 was low (18.5v). Replaced both the battery enclosure and battery tray 2, and updated the firmware for the battery enclosure. Rebooted the system and verified that both the battery and charger enclosure were working. Took an x-ray shot in both 2d and 3d mode with no issues. The system checkout was performed, and the system performed as intended. Codes b01, c02, and d02 apply. A070504 applies to pendant was not turning on after a low battery. A110201 applies to pendant still would not turn on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was not turning on after a low battery. On the previous day, the user noticed the red battery notification but system was not plugged in after. The caller plugged in the system in the morning and it had been charging since, but the pendant still would not turn on. The battery percentage on image acquisition system (ias) was at 3 bars. For troubleshooting, the system was rebooted with umbilical cord unplugged. When the ias and mobile viewing station (mvs) were started, the pendant was displaying. The caller attached umbilical cord and system was functioning as designed. There was no patient involvement reported.